Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient is getting utis. Troubleshooting was not performed. It is unclear if the lot number was requested. It was unknown what medical intervention was reported. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: warnings: the purewick flex female external catheter is designed for single use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate/heavy menstruation who cannot use a tampon. Instructions for use: wash hands before and after this procedure. If placing or removing this product for another person, wear gloves. Setup 1. If using continuous wall suction, always use the minimum amount of suction necessary. Connect the canister setup per facility protocol. Set suction to 40 mmhg and adjust as needed. Different setups require higher suction typically between 60-100 mmhg. Note: if hospital policy allows and if using a graduated canister, captured urine may be used for approximate urine output measurement. If using the purewick urine collection system, make sure all tubing connections are snug, and turn it on. Pressure adjustments are not necessary. Consult the purewick urine collection system instructions for use as needed. Note: ensure all connections are air-tight and check for possible cracks, leaks, kinks, or occlusions. 2. Before placing the product, curve it to fit the user¿s anatomy. This helps the product stay in place. 3. If using continuous wall suction, securely connect the product to the suction tubing. Note: keep track of how long the product has been in place by writing down the date and time it was placed. If using the purewick urine collection system, securely connect the purewick flex female external catheter to the collector tubing. Placement 4. Have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. Note: if skin irritation or breakdown is seen, do not use the product. 5. Spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). Note: make sure the urethra is at least one inch down from the top of the white wicking material. 6. Make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. See product diagram on page 1 for vent hole location. Note: for users with larger labia, less of the product will be visible. For users with smaller labia, more of the product will be visible. Removal 7. Open the legs and gently spread the labia. Gently pull the product away from the body. Keep suction on while removing the product. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Maintenance: 8. Replace the product every 12 hours or if soiled with feces or blood. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient is getting utis. Troubleshooting was not performed. It is unclear if the lot number was requested. It was unknown what medical intervention was reported. No additional information provided. Per additional information received via email on 24jul2025, authorized states the pw unit isn't suctioning. Kit was just replace on (B)(6) 2025 rep offered ts and tips, will cb\ used with flex wicks. \ unclear if medical intervention was provided.\ no additional information provided. Per additional information received via email on 04aug2025, not that I know of other than possibly on-going uti issues. (B)(6) was hospitalized with the uti. She was on IV antibiotics. The device has not been replaced. I thought maybe the rash ointment I've been using could be clothing the external catheter but last night I did not use any ointment and still had the leaking problem.

Event description:
It was reported that patient was getting urinary tract infections. Troubleshooting was not performed. It is unclear if the lot number was requested. It was unknown what medical intervention was reported. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: warnings the purewick flex female external catheter is designed for single use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate/heavy menstruation who cannot use a tampon. Instructions for use wash hands before and after this procedure. If placing or removing this product for another person, wear gloves. Setup 1. If using continuous wall suction, always use the minimum amount of suction necessary. Connect the canister setup per facility protocol. Set suction to 40 mmhg and adjust as needed. Different setups require higher suction typically between 60-100 mmhg. Note: if hospital policy allows and if using a graduated canister, captured urine may be used for approximate urine output measurement. If using the purewick urine collection system, make sure all tubing connections are snug, and turn it on. Pressure adjustments are not necessary. Consult the purewick urine collection system instructions for use as needed. Note: ensure all connections are air-tight and check for possible cracks, leaks, kinks, or occlusions. 2. Before placing the product, curve it to fit the user¿s anatomy. This helps the product stay in place. 3. If using continuous wall suction, securely connect the product to the suction tubing. Note: keep track of how long the product has been in place by writing down the date and time it was placed. If using the purewick urine collection system, securely connect the purewick flex female external catheter to the collector tubing. Placement 4. Have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. Note: if skin irritation or breakdown is seen, do not use the product. 5. Spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). Note: make sure the urethra is at least one inch down from the top of the white wicking material. 6. Make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. See product diagram on page 1 for vent hole location. Note: for users with larger labia, less of the product will be visible. For users with smaller labia, more of the product will be visible. Removal 7. Open the legs and gently spread the labia. Gently pull the product away from the body. Keep suction on while removing the product. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Maintenance: 8. Replace the product every 12 hours or if soiled with feces or blood. Correction: b UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.